Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white particles, broken plug strap. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify two striated edge opening, consist with use of a surgical tool and broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated edge opening on anterior side due to surgical damage. A sharp opening on plug strap due to an unidentified (tear) opening.

Event description:
Patient reported a left side "dimple". Healthcare professional reported "possible" deflation. Device has been explanted.